Manufacturer narrative:
Device evaluation: the guide wire was received without the original oad. The initial visual and tactile examination of the guide wire revealed that the spring tip coil/ribbon had been fractured. Further examination revealed that the proximal solder bond remained intact and exhibited rotational surface damage indicating that the spring tip had come into contact with the rotating driveshaft. Examination of the remaining guide wire did not reveal any damage or abnormalities that would have contributed to the reported event. The spring tip solder bond and support ribbon were examined in a scanning electron microscope (sem). Sem analysis confirmed the presence of spin marks on the proximal solder bond of the spring tip indicating that the distal tip of the oad was brought into contact with the guide wire spring tip during device rotation. The proximity of the rotating distal tip of the oad applied stress to the materials constructing the spring tip beyond that which it was designed to withstand and resulted in the fracture. Note that the oad IFU states, "maintain a minimum distance of 10.0 inches (25.0 cm) between the guide wire spring tip and the end of the shaft to prevent contact of the shaft tip with the guide wire spring." The warning section states, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." The force applied to the guide wire during the removal attempt stretched the guide wire spring tip beyond the limits of its design causing the wire to fracture. At the conclusion of the failure analysis investigation the complaint of the guide wire tip separating was confirmed. The root cause of the reported event contact between the distal tip of the oad the guide wire spring tip during device rotation as well as excessive forces applied to the device during removal difficulties. There are no similar complaints of this nature related to this device lot number. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire broke off and remains wedged in a small vessel off of the profunda artery. The physician spun the heavily calcified left iliac lesion utilizing an ipsilateral, retrograde approach with the tip of the viperwire parked in the aorta. Upon completion of low to high spins (30 seconds each, one pass at each speed), the physician was unable to visualize the tip of the wire while advancing or retrieving the wire. The wire was removed and he realized a portion of the tip was missing and the end of the wire looked damaged. He then scanned the patient under fluoro and found the tip lodged off of the right profunda artery in a very distal, small-branch vessel, which was hemodynamic insignificantly. The physician made the decision to leave the wire tip in that vessel at this time. The physician performed successful atherectomy of bilateral ostial common iliac artery stenoses followed by successful angioplasty and stent placement as was planned. Final aortogram with runoff demonstrated excellent results with widely patent stents bilaterally and three-vessel runoff below both knees to both ankles. The patient remained stable and asymptomatic throughout the procedure and was discharged to home the next day.

Manufacturer narrative:
(B)(4).